Manufacturer narrative:
E1: patient country: egypt. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced air bubbles in infusion set on 22-may-2026 which led to high blood glucose. The high blood glucose level was treated with insulin pump.